Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported that the copilot bleedback control valve (bbcv) sidearm could not be connected to the pressure system / 3-way stopcock as the screw thread of the copilot was not correct [almost absent]. A second copilot was attempted and the same issue occurred. A third copilot was able to be used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.